Event description:
Additional information received reported that the patient's system was completely replaced on (B)(6) 2015. The patient wanted to have a full body MRI eligible system. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3888, lot# l30817, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-28, lot# l49632, implanted: (B)(6) 1998, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4)

Event description:
It was reported that high impedances were found on electrodes 3 and 5 (3600 ohms). The patient was due for a replacement in less than one year. The device was reprogrammed and the patient got coverage, but they desired a replacement. No symptoms or complications were associated with the event. The patient's status was alive with no injury. Additional information about any intervention and the outcome were requested.